Event description:
It was reported that during a laparoscopic band procedure, on insertion of a band device, inner duck bill seal from trocar came away and dropped into the patients abdomen.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the flex shroud (duck bill seal) was removed from the abdomen? Yes. What size trocar was device placed through? 5mm. Was excessive force requested to used the goldfinger? No. What is the current status of the patient? Fine.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the duckbill out of position. One potential cause for the damage found may be the snagging of an instrument during insertion. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.